Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain and fluid on the bottom of the implant, concern for textured implant device and rupture.

Event description:
Patient reported a left side "pain and fluid on the bottom of the implant." Patient additional reported "intracapsular rupture" and exchange from textured to smooth due to bia-alcl concerns." The device remains implanted.